Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 139 mg/dl on the adc device in comparison to glucose readings "between 275 mg/dl, 419 mg/dl, and 66 mg/dl" on competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not experienced any symptoms but self-treated with 7 units of insulin (type unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.